Manufacturer narrative:
Returned for evaluation was one (1) 14cm probe. The ceramic tip of the device was broken off and approx. 10mm of the tip was still attached to the semi-rigid. The washer is still in place and fracture point is at base of washer. The high reflected power warning message could not be tested/duplicated due to the return condition of the probe tip detached. In a thermal event the center conductor will melt and separate which is consistent with this complaint. This appears to be a thermal event as there is some melting at the antenna washer. The root cause of this type of thermal event could not be definitively determined. The customer's reported complaint description of tip fractured and detached is confirmed. Root cause for the thermal event/tip detachment could not be definitively determined. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, item number {16600972-01} which is supplied to the user with the solero applicators contains the following statements: "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A distributor reported an end user experienced an issue when using a 14cm solero applicator. A CT guided microwave ablation, percutaneous, of a radiologically diagnosed hepatocellular carcinoma in a patient with nash cirrhosis under general anesthesia. 13 minutes into the ablation time of the large tumor, the generator errored "high reflected power" and stopped working. As the unit will only allow a 6 minute burn time per ablation cycle, several cycles were used. As the distributor rep and the spr removed the probe to replace it with a fresh microwave ablation probe, they saw that the ceramic tip had become detached and remained inside the ablated liver lesion. They were unable to retrieve the fractured tip. It is hopeful that the ablation fibrosis within the liver will mean the sharp retained tip does not migrate and the patient will not come to further harm as a result of device failure. The device was used within IFU. The procedure was completed with a new of the same device. It was reported that the patient was stable, may require surgery to remove tip - current plan is still to be determined.